Event description:
As reported, the shuttle tube and sealant sleeve of a 5f mynxgrip vascular closure device (vcd) broke apart when the user went to tamp after the shuttling down and retracting the sheath. The sealant did not deploy, as it was able to be seen. Everything was removed and manual pressure was used to complete the procedure. There was no reported patient injury and the patient was fine. The device storage temperature did not exceed 25 °c. The user is trained to the device. A non-cordis sheath was used. There were no multiple sheath exchanges. The stopcock of the introducer sheath was opened prior to shuttle down. There was no significant resistance when shuttling down. There was no excessive force applied when shuttling down. There was no unusual force applied when retracting the sheath. The deployer did not over-tamp. The deployer did not fail to maintain tension on the catheter while tamping. There were no kinks in the sheath or device after removal. Other procedural details were requested but were not provided. The device will not be returned as it was discarded.

Manufacturer narrative:
Lot, manufactured date and expiration date will remain unknown. As reported, the shuttle tube and sealant sleeve of a 5f mynxgrip vascular closure device (vcd) broke apart when the user went to tamp after the shuttling down and retracting the sheath. The sealant did not deploy, as it was able to be seen. Everything was removed and manual pressure was used to complete the procedure. There was no reported patient injury and the patient was fine. The device storage temperature did not exceed 25 °c. The user is trained to the device. A non-cordis sheath was used. There were no multiple sheath exchanges. The stopcock of the introducer sheath was opened prior to shuttle down. There was no significant resistance when shuttling down. There was no excessive force applied when shuttling down. There was no unusual force applied when retracting the sheath. The deployer did not over-tamp. The deployer did not fail to maintain tension on the catheter while tamping. There were no kinks in the sheath or device after removal. Other procedural details were requested but were not provided. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint of " component component issue and sealant failure to deploy" could not be evaluated. Without the return of the device and with no procedural films the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.